Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Final analysis found that the lead body insulation was damaged distal to suture tie impression consistent with procedural damage.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, it was noted that the insulation of the right ventricular (rv) lead was damaged. The rv lead was not implanted, and an alternate lead was implanted instead on (B)(6) 2025. The patient's condition is unknown.